Event description:
It was reported by the customer that during a mandibular osteotomy, the first attachment being used made a vibration and grinding sound so the doctor switched it out to another newer attachment. This attachment heated up at the very tip within 10-15 seconds and caused a burn to the pt. The lip burn was reported as approx 1cm in diameter and was approx a second degree burn. The burn was treated with bacitracin and no prescription was given to the pt for the burn. The pt was instructed to keep the area moist and clean, no further treatment has been provided or is expected.

Manufacturer narrative:
As of 08/24/2009, the attachment has not been returned for evaluation. No conclusion can be drawn.